Event description:
Distributor reports hospitalization due to evaluated blood glucose and ketoacidosis.

Manufacturer narrative:
The pump was returned to animas for eval. Eval demonstrated that the pump was operating within required specifications and delivery accuracy.